Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, there was a kink in the venous line. The product was not changed out, there was no blood loss, and surgery was completed successfully.

Manufacturer narrative:
Terumo did not receive the actual device for eval. There was no investigation performed. A review of the complaint files shows there has been a similar complaint with a different lot. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).